Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg had migrated below and to the left of original pocket. It was reported that the area where ipg had migrated to looked irritated, red, and flaky. As a result, patient underwent a surgical intervention on (B)(6) 2018 and scs system was explanted.

Event description:
Additional follow up revealed that patient was referred to an infectious disease specialist and was treated with IV antibiotics as a precaution. Patient was lab tests for infection were negative.